Event description:
It was reported while using bd epicenter¿ single user software there was misassociation of one patient sample number. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: customer reporting that they are starting to see the same accession numbers coming up, hence messing up with the system as different patient data is seen with same accession number. This is due to the lis system is reusing the accession numbers after some amount of years so the same accession numbers have already been present in epicenter with the related patient data from the past. This is not a product issue but expected behavior of the epicenter (443972/(B)(6)) and can be accounted but the user in the application or in lis for these vials and accession numbers. The epicenter planned to be migrated into synapsys within a few weeks which will remove the special workflow need for these vials. This is not a confirmed complaint of a bd product. Complaints for software were under statistical control for the month of september. No trends indicated. Device history record review is not required for standalone software. Complaints received for this device and reported condition will continue to be tracked and trended.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd epicenter¿ single user software there was disassociation of one patient sample number. No adverse impact was reported regarding the patient or user.